Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the remote monitor for the leadless implantable pulse generator (ipg) was not sending the transmission and was not updating the firmware. The patient called back and reported that the remote monitor had no telemetry. Telemetry could not be confirmed on the leadless ipg. The monitor was moved closer to a window, and a power cycle was performed. The cellular signal issue was resolved, but the monitor continued to not send the transmission or update the firmware. A ticket was created for further investigation. Patient was referred to clinic to have the implantable device interrogated. The leadless ipg remains in use. No patient complications have been reported as a result of this event.